Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the heart rate (hr) had been in the range of 90 to 100 beats per minute (bpm) with atrial fibrillation (afib) and right bundle branch block (rbbb). During the implant procedure, controlled pacing at a hr of 100 bpm was administered. Complete heart block (chb) was observed after the implant of the valve and temporary pacing at a hr of 60 bpm was continued with a temporary pacemaker. Two days following the implant of the valve a permanent pacemaker was implanted. No further adverse patient effects were reported.